Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a blood glucose of 425 mg/dl. The customer stated that there appeared to be a tear in the tubing; his dog or cat may have bit the tubing. The customer treated via manual insulin injection in conjunction with insulin pump therapy, and his blood glucose decreased to 327 mg/dl. The customer was also in pain and his pain causes increases to his blood glucose values. No product was returned or replaced.